Manufacturer narrative:
Additional narrative: no reported patient or surgical involvement. Device breakage was detected during the cleaning process on (B)(4) 2016; it is unknown if the actual breakage occurred that day. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 29, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a medial blade was discovered to be broken during the cleaning process on (B)(6) 2016. No reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the complained medial blade shows, that one (1) of three (3) forks on the blade is broken off and missing. The other two (2) forks are damaged. It is likely that the blade came in contact with another instrument, which led to this damage on the blade / forks. The review of the device history records showed that there were no issues during the manufacturing of the products that would contribute to this complaint condition. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. However, based on the damage pattern, it is likely that the broken and damaged fork was damaged by inadequate handling during the insertion. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.